Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, when selecting the surgeon profile, a "system fault: system error - there was a fatal error encountered while loading the patients for this surgeon" was received. After clicking quit, the machine shuts down. The case was concluded using other surgeon profile in the machine. Later, it was found that all the surgeon profiles on selecting gives same error. Even when selecting admin, the same error appeared. After reloading the build and implant database, still the error persists. Surgery was performed with the same device after a non-significant delay. No harm to the patient or further complications reported.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.